Manufacturer narrative:
The report of the thermogard console (sn (B)(4)) displaying mid09 (air trap assembly) error message upon power up was confirmed during functional testing and in the event log. Upon visual inspection no physical damage was observed. Evaluation of the console revealed mid09 (air trap assembly) error message upon power up. The cause of the error message was attributed to a defective coolant block. The analysis of the event log reveal mid09 error messages. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for the thermogard console with serial number (B)(4). Ccr (B)(4) reported on (B)(6) 2013, the coolant block was replaced to remedy fault. Ccr (B)(4) reported on (B)(6) 2016 for mid09, loose cable connector was connected to the cooling sensor block to remedy fault.

Event description:
As reported, during demonstration of the thermogard console (sn (B)(4) ); the console displayed a mid:09 (air trap assembly) error messages upon power up. No patient involvement.